Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: a review of the information provided identified that insufficient information had been provided to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision of liner as surgeon was not content with the cup alignment achieved.post-operative x-ray showed the cup was slightly too open in the surgeon's opinion. After discussion with his team, he decided to revise the prosthesis immediately (before the patient came out of anaesthetic). While trying to remove theliner from the shell, the liner became malaligned and jammed in the shell. Further attempts to remove it caused the liner to crack. Shell and liner were removed.

Manufacturer narrative:
Additional narrative: this complaint is still in investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).